Manufacturer narrative:
Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the alarm was cleared and insulin delivery was resumed. Additionally, it was reported that the battery gauge was fluctuating. The customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 240-300 mg/dl.